Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Patient reported rupture. Healthcare professional later reported "encapsular rupture" and "mixed fluid collection about the anterior aspect of the implant annotated in the 7 o¿clock position of the breast 2 point 3 cm from the nipple and linear echogenic bands extending through the implant" diagnosed via ultrasound. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, d6b, g2, h4, h6.

Event description:
Patient reported right side rupture. Healthcare professional later reported right side "intracapsular rupture" and "mixed density fluid collection about the anterior aspect of the implant" diagnosed via ultrasound. Device has been explanted and replaced.

Event description:
Patient reported right side rupture. Healthcare professional later reported right side "intracapsular rupture" and "mixed density fluid collection about the anterior aspect of the implant" diagnosed via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as unidentified (tear) opening and missing assessed as inconclusive. Seroma-late: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.